Event description:
Pt intubated at tv /sats low. Pt reintubated. Upon inspection after ett removed, cuff had a hole in it. Dates of use: (B)(6) 2018. Diagnosis or reason for use: enlarging left ventricular posterior pseudoaneurysm/contained.